Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of elastomeric pumps under infused medication during infusion. It was observed that at least half of the dose volume remained in the device after the expected therapy time was complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d1, d4, d10, e3, h4, h6 (update codes), h11. B5: update "an unspecified quantity of elastomeric pumps" to "a small volume folfusor". The device contained fluorouracil 3950mg in 115ml sodium chloride 0.9%. H4: the lot was manufactured july 26-29, 2024 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.